Event description:
Related manufacturer reference number: 2017865-2022-13062. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed rising pacing impedance on the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction: the previous b5 should not have stated that the implantable cardioverter defibrillator (ICD) was a cause of the rising impedance, d10.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed rising pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and high pacing lead impedance were not confirmed. As received, only the connector portion of the lead was returned in one-piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.